Manufacturer narrative:
Initial reporter number (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the protective foot plate had been drilled into; and the burr device could not be inserted which was indicative of bearings no longer in axial alignment. Therefore, the reported condition was confirmed. It was determined that this malfunction was due to worn bearings from normal use and servicing over time. It was determined that the drilled foot plate malfunction was due to failure to follow the directions for use. When the burr device was improperly loaded into the device and then installed onto the motor device, the burr device did not seat properly in the locking chamber. The device was forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr device was in direct contact with the neuro tip of the device. When the drill device was started, the burr device drilled into or through the neuro tip. The root cause for the drilled foot plate damage was caused by misuse, abuse and possibly user error. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during post surgery in sterile processing, it was observed that the tip on the craniotome device was broken. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown but was known to have occurred in (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.